Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received d4 - reliability laboratory technician. Jude medical crmd reliability laboratory failure (event) observed during analysis upon interrogation on the bench, it was found that the device would not communicate due to memory corruption. It was found that the device entered into hwvvi mode in 2006, due to a por. The current draw of the device was measured and found to be normal. The cause for the memory corruption could not be determined.